Event description:
Rptr is depressive psychotic. Episode caused hospitalization. Treatment authorized by dr. At the time of ect treatment rptr was a trained and experienced high school foreign language teacher. The memory loss was widespread and lasted for many yrs. Rptr has had to read tables of contents to textbooks for her basic knowledge to come back. In 1977, she returned to teaching and knew she was in trouble as she made the same mistakes she had in practice teaching. For an educated person the experience of ect was devastating and should not ever be used unless oral medication cannot be used. Thee was no specific consent form for ect.